Event description:
It was reported that during surgery the device had no power. There was no harm but a surgical delay of approximately 10 minutes. An alternate device was used to complete the procedure. The motor speed was found to be unstable at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the unit had a corroded motor and that the motor speed was inconsistent; however, the repair was not completed because the repair site is still awaiting quotation from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.